Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements on this right ventricular (rv) lead. Boston scientific technical services (ts) discussed this has been a gradual increase over time. Lead calcification build-up was also commented by ts. Further testing of this lead was recommended. No adverse patient effects were reported. At this time, this lead remains in service.